Manufacturer narrative:
Investigation summary. Bd did not receive samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record (DHR) could not be conducted. This complaint cannot be confirmed. If additional information becomes available, the complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews collected data for the identification of emerging trends.

Event description:
It was reported while using an unspecified bd vacutainer® pst¿ tube, elevated ast and alt samples were received. This occurred with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd vacutainer® pst¿ tube, elevated ast and alt samples were received. This occurred with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.